Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 (mg/dl). Customer administered an insulin injection to treat their bg level, and changed their supplies prior to contacting tandem technical support. While on the call, customer wanted to ensure that they resumed insulin delivery after they changed their supplies. Tandem technical support instructed the customer how to verify that insulin was being delivered, and customer verified. Recommendation was made to consult with health care provider to discuss diabetes management.